Event description:
It was reported that during an implant procedure, this pacemaker was not able to be successfully implanted. Settings were programmed in the device and when the atrial lead was connected to it, telemetry issues were observed resulting in connection issues with the device. The right ventricular (rv) lead was then plugged and loss of capture (loc), pacing inhibition, and asystole greater than two seconds were observed. The device was disconnected and plugged into the pacing system analyzer (psa) and was found to be in safety mode, therefore, a new device was implanted. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additionally, interrogation difficulties were replicated in the laboratory setting. Device memory was able to be reviewed and it was determined this crt-d experienced memory corruption that could not be self corrected by the device. The detected memory corruption and attempts to self-correct resulted in clinically-observed errors. Detailed analysis revealed the memory faults were caused by an issue with the digital integrated circuit chip.

Event description:
It was reported that during an implant procedure, this pacemaker was not able to be successfully implanted. Settings were programmed in the device and when the atrial lead was connected to it, telemetry issues were observed resulting in connection issues with the device. The right ventricular (rv) lead was then plugged and loss of capture (loc), pacing inhibition, and asystole greater than two seconds were observed. The device was disconnected and plugged into the pacing system analyzer (psa) and was found to be in safety mode, therefore, a new device was implanted. No additional adverse patient effects were reported. This device has been received for analysis.